Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d9: device available for evaluation: yes. Section d9: date returned to manufacturer: 07-nov- 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half (one half missing) and with a detached haptic. Visual inspection under magnification revealed that the complaint handpiece was received with the detached haptic stuck in the cartridge tip and overridden by the plunger rod. The handpiece was disassembled and the assembly was inspected, no assembly issues were observed that could contribute to or cause the observed issues. Complaint issue of haptic detached was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluated by MFR:81: the device was not returned for analysis. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that prior to insertion, the trailing haptic of the pre-loaded dfr00v intraocular lens (iol) broke off and there was no patient contact. No further information is available.